Manufacturer narrative:
The device was not returned to olympus for evaluation as troubleshooting was performed and the issue was resolved by changing the bulb. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source shut off during four different procedures. The procedures were completed by turning the device back on. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer, as well as a correction to b5. Please see updates. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was received from the initial reporter which confirmed that the issues (light source shut off) was resolved upon changing the bulb. There were no negative issues that occurred with any of the patient. The reported event occurred during four different procedures. Please see the following patient identifiers for the related events: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty lamp or the lifetime of the lamp. Olympus will continue to monitor field performance for this device.